Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from the customer to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Bmi device history record (DHR): reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infusion does not run and stopped.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 60-30-s without packaging. The provided sample was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was not closed. We detected solution at the filling port (lli-cone) and at the patient connector (lla-cone). Damages that would lead to a malfunction were not detected at the sample. In addition the sample was taken to a functional test respectively a leak test was carried out. After opening the clamp clip and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.